Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The root cause of the issues is isolated to the reed switch sw5, but further root cause is undetermined. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device does not power on when the lid is open. The customer will receive a replacement device.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.